Event description:
It was reported that outside of surgery the device was observed to need yearly preventative maintenance and calibration. During product evaluation, it was found that the motor speeds were out of specification on the low end. There was no patient involvement. Due diligence is complete and there is no additional information available. There were no adverse events associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were out of specification on the low end and the device was out of calibration at all readings. The motor, switch, bearings, and reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: singapore.